Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the auxiliary drawer 3.1 row b pockets were not detected on the bus. A field service engineer (fse) removed all pockets, reseated row board cables across all rows, and cleared debris from beneath the pockets. Fse performed hardware testing and restarted the station. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer failed and it required maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.